Manufacturer narrative:
Strain relief. This event was reported by the patient. To date, apollo has been unable to confirm the reported events with the patient's physician, or gather device information. Device evaluation summary: the device was returned to apollo, and visual inspection confirmed the connector type as strain relief. A visual analysis was performed on the device, and noted the device was received in four pieces: the lap-band cut in two, the tubing, and the port. The lap-band, the tubing, and the port were all observed to be discolored, and were yellowish in color. One of the port holes was damaged and the material was pulled. The port anchors were observed protruding from the port base. Brown particles were noted in the inner surface of the strain relief portion of the taper tubing. Brown particles were noted in the port holes. An air leak test was performed on the port, and no leakage was noted. The lap-band was air leak tested and failed, as the band was received in two pieces. A fill test was performed and no blockage or resistance to flow was noted. Under microscopic analysis, it was noted that the buckle, shell/ring and port tubing were broken with striations consistent with surgical end cuts to remove the device. Device labeling addresses possible outcomes of pouch dilation, pain, reflux, unsatisfactory weight loss and esophageal dilatation as follows: warnings: patients should be advised that the lap-band ap system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures. Band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require surgery to reposition and/or remove the band. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain. Nausea and vomiting may also be symptoms of stoma obstruction or a band/ stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting. Reoperation to reposition or remove the device may be required. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury and wound infection.

Event description:
Reported as: a patient with the lap-band system was reported to have "had numerous problems." The physician requested an upper gi which noted the "pouch was distended and esophagus was dilated. They removed some of the fluid to resolve the issue." Patient went back to their physician after regaining weight, having pain and gerd. Another gi was requested, in which the patient reports: "the problems were not better only worse and told it had to come out." Additional information provided by the patient noted: "after the removal of the device there was swelling where the band was." The patient's lap-band system was explanted. Additional report from the patient after the lap-band removal: "in the past 2 weeks I have spent a total of 9 days in the hospital and 5 hours in the emergency room. All due to the stricture the band created."